Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to the size of the ipg. The patient reported losing weight recently. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a smaller ipg, resolving the issue,

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.